Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2014 and performed to specification up to the (B)(6) 2015. On (B)(6) 2015 the device failed the weekly auto self-test due to a low battery. At this point the pad-pak would have been installed for over 16 months. The last history log entry was on the (B)(6) 2015 when the device was powered up on return to heartsine. Investigation found the reported fault was due to pogo-pin failure. The voltage fluctuation across the battery terminal pogo-pins was reduced enough to potentially cause the low battery fail detailed in the report. The user would have been alerted with a flashing red status led and device service required prompt. This confirms the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Red status indicator, device service required.